Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a lap inguinal hernia repair involving the abdomen a piece of the plastic sheath was discovered loose in the patient's abdomen. It was retrieved with no patient injury. The last know patient status is reported as good.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the instrument by the pmv investigator noted that the sheath is not attached to the cannula and was not received. The device was forwarded to engineering for further evaluation of the sheath. The initial review of the complaint by engineering verified the observations made by the pmv investigator. Replication of the reported condition may be due to improper use of the device during application. Forceful, prolonged handling of the device could have detached the sheath or the balloon. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.